Manufacturer narrative:
No sample for patient 2 was provided for investigation, as it was no longer available. The sample for patient 1 was received for investigation on 06-nov-2025, and the investigation determined that the reactive result in elecsys rubella igg obtained at the customer's site was correct. The product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The elecsys rubella igg assay performs within specifications.

Event description:
We received an allegation about questionable high results for 3 samples from 2 patients tested with elecsys rubella igg assay on a cobas pro ssu analyzer. Patient 1: sample 1 was tested on (B)(6) 2025: elecsys rubella igg result: about 12 iu/ml and interpreted as reactive. The exact value was not provided. Chemiluminescent microparticle immunoassay (cmia from abbott) result: 3.5 and interpreted as negative. The unit of measurement was not provided. Patient 2 was tested on (B)(6) 2025: elecsys rubella igg result: 17.1 iu/ml and interpreted as reactive. Cmia rubella igg result: 2.1 u/ml and interpreted as non-reactive. Elfa rubella igg result: 2.0 u/ml and interpreted as non-reactive. Elecsys rubella igm result: non-reactive. The sample was repeated on (B)(6) 2025, and the elecsys rubella igg result was 19.3 iu/ml and interpreted as reactive. Patient 1: sample 2 was tested on (B)(6) 2025: elecsys rubella igg result: 11.2 iu/ml and interpreted as reactive. Cmia igg result: 3.3 u/ml and interpreted as negative.

Manufacturer narrative:
The cobas pro ssu analyzer serial number was (B)(6). One sample was received for investigation on 06-nov-2025. The investigation is ongoing.